Event description:
It was reported that the zimmer skin graft mesher was producing a graft that was too thin. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 12/10/2005 and was last repaired on (B)(6) 2013 for a non-related issue. Evaluation of the device observed that the comb was bent. Wear was also observed to the ratchet gear and sliding pin, along with wear to the comb, roller and roller gear, and shoulder bolts, as well as gnarling of the right end of the roller. Prior to repair, a test mesh and calibrated check could not be performed due to the damaged comb. No information is known about the calibration of the device prior to repair since the comb was damaged; however, lack of calibration of the device could cause the customer's reported event. Additionally, no information is known about the cutter(s) utilized during the reported event. Improper handling by the user mostly likely caused the damage to the comb, roller and roller gear, shoulder bolts, ratchet gear and sliding pin. The device was serviced and returned to the customer.